Event description:
It was reported that during a supply change the iLet pump displayed Alert 38 indicating a motor stall, after which the caregiver administered subcutaneous long-acting insulin and was instructed to wait 24 hours before reconnecting to avoid overlapping basal insulin delivery; the patient¿s blood glucose was in the 200 mg/dL range, and the issue aligned with a failure to infuse associated with the motor component. Symptoms included hyperglycemia. Outcomes included unexpected medical intervention with medication and classification as a serious injury/illness/impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications-related problem was identified and the issue was traced to the motor component consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.